Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock one day post-implant, then another inappropriate shock the following day. A review of the episodes showed oversensing of artifact and a drifting baseline, consistent with air entrapment. No further episodes have been recorded. The local sales representative reported the terminal pin appeared to be fully inserted into the device header. It was also noted that the r-wave amplitudes appeared to be permanently small. Technical services requested device data so the signals could be analyzed. No adverse patient effects were reported outside of the inappropriate shocks that were received. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.